Manufacturer narrative:
One sample was returned for review. A review of the sample found the lever could advance and actuate the device as intended, but the tip had detached from the control wire, confirming the complaint. A scar (s-2021-0000041) has been assigned to the supplier, roechling medical-lancaster, to determine the root causes and appropriate corrective actions to resolve the issue. The supplier's investigation findings will be reported once the scar has been completed.

Event description:
Surgeon was using argon cleaner device, tip broke off of device into patient. Unable to retrieve dislodged tip. No patient complication at the time of surgery.

Manufacturer narrative:
The sample is indicated as available for evaluation. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
Surgeon was using argon cleaner device, tip broke off of device into patient. Unable to retrieve dislodged tip. No patient complication at the time of surgery.